Event description:
It was reported that shaft break occurred. A 3.50 x 20 mm synergy xd drug-eluting stent was selected for use. During the procedure, a balloon shaft and a broken wire were inadvertently retained intravascularly, requiring a second procedure at a different hospital.